Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not smoothly release off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip had difficultly releasing from the catheter. Multiple attempts of opening and closing the handle by the tech and the physician jerking the catheter to try and release the clip. The clip was eventually released with these techniques. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.